Manufacturer narrative:
Complaint confirmed. One unpackaged ar-13970srf, batch 80392 was received for investigation. Visual inspection identified pitting and corrosion across the handle. The observed condition is consistent with the accumulation of wear and tear damage via exposure to repeated cleaning cycles.

Event description:
It was reported that ar-13997sf has pitting corrosion. There was no harm or adverse event for patient, operator or third party reported. No further information received.